Manufacturer narrative:
(B)(4).

Event description:
Complaint related to the same incident under (B)(4). Procedure type: mitral reconstruction. According to the reporter: the surgeon informs that the sutures break (tear), the needles have no consistency and they are difficult to manipulate. Due to this issue, the patient remained 60 additional minutes with ischemia in the heart. Now the patient has an artificial heart and is about to die. More than 30 minutes delay due to the problem. Damaged to tissue. Additional info requested via email: the sales regional manager and field service manager have visited the surgeon. According to the surgeon, the problem is not a fact a quality problem with the specific lot of suture used during the procedure, but a complaint on the inadequacy of this type of suture and model according to the surgeons criteria. He reported that the needles are not visible, they blend and they are not consistent and the form is not adequate for his needs. Surgipro size 4-0 has a very big needle, the needle is 1 mm shorter, and therefore less precise. The thread is too long, as it separates from the needle and tears the tissue etc. The patient was disconnected, although the death cannot be attributed directly to the suture.